Manufacturer narrative:
Device evaluation: the device was broken in two parts, close to the distal end of the balloon. Traces of blood were detected on the device. The shaft was kinked close to the guide wire exit port, the guidewire tube welded on the monorail was missing. The distal portion of the device was composed of the last 10 mm of the balloon with the tip and the guide wire tube, that appeared damaged and stretched on the proximal end. The balloon was unfolded. The guide wire tube under the balloon was crushed however both marker bands are intact. The hypotube was bent close to the shaft welding. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A physician was treating a lesion in a patient reported to be in the posterior tibial artery (pta) with a lesion length of 200mm, with moderate calcification and tortuosity, and with no stenosis at the proximal of the lesion site. No previous stent implanted proximal to the lesion. The lesion was not pre-dilated. It was reported that the physician carried out balloon inflation in the pta about five times using the amphiprion deep dilatation balloon catheter which followed with another manufacturer's gw. But the device got stuck to the gw and it would not come apart just before the balloon was completely removed from the patient body. Physician managed to remove it forcefully, but the monorail lumen was detached from the balloon. Physician then stopped using the device and used new admiral deep (same lot#) as replacement and it was successful in removal of the detached device from the patient and the operation was completed. There was no adverse event to the patient. No abnormalities noted during device inspection before the operation. Resistance was felt with mating device during delivery. No resistance was felt when device was passed through the lesion site. The physician wonders if the balloon lumen of the amphiprion deep might have been deformed by inflation and resulted in interference with the mating device gw. No other clinical sequelae reported for this event